Event description:
It was reported that the patient was experiencing break through pain and issue with coverage. It was also stated that the patient had been charging the ipg longer. The patient underwent a revision wherein the ipg and lead were replaced and that the doing well postoperatively. The explanted device components will not be returned.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads: upn: m365sc8336500; model: sc-8336-50; serial: (B)(6); batch: 20598796.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing break through pain. It was also stated that the patients ipg was nonfunctional. The patient underwent an ipg revision procedure and was doing well postoperatively. The explanted ipg will not be returned.